Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed for clip opening while establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) of grade 4. The first clip grasped the leaflets and deployment was initiated. The lock line was pulled and establish final arm angle (efaa) testing was performed. It was visible that the clip opened. The clip was reclosed. Efaa was performed again and the clip remained closed. Deployment was completed and the clip remained well attached to both leaflets. The procedure continued with implant of a second clip. The mr was reduced to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.na.